Event description:
It was reported that balloon rupture occurred. The target lesion was located in an internal fistula with a blood flow rate less than 160 ml per minute. A 7.0 x40, 40 cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure the balloon failed to dilate the lesion twice, then at 22 atmospheres, it was noted that the pressure pump was pointing at zero. The physician removed the balloon and injected saline into it. The balloon was leaking and noted to be ruptured. The procedure was discontinued. No patient complications were reported and the patient's status was stable.